Event description:
A product of experience report was received on (B)(6) 2017, this rv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017 due to intermittent noise and oversensing. The physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)